Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap could not be removed from the case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: the battery cap was stuck to the pump. There was evidence of adhesive all around the battery compartment, as the user glued the cap to the pump. Part of the o-ring was stuck in the threads. The battery compartment threads were stripped and the test cap was unable to secure to the pump. Due to the extensive damage to the cap, investigators were unable to measure the battery cap. The yellow o-ring was missing from the battery cap and remnants of o-ring were on the pump where it was glued to the pump.